Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files from 2024-07-10 and 2024-07-11 were analyzed. A terumo 50ml syringe was selected. The syringe was filled to 10ml. The infusion was started with bolus therapy of 1ml. The bolus of 1ml was given 9 times. The infusion was stopped. At the end of the infusion, 9ml was infused. A syringe change was performed. A terumo 50ml syringe was selected. The syringe was filled to 50ml. The infusion was started with bolus therapy of 1ml. The bolus of 1ml was given 5 times. During the fifth bolus, the pressure alarm occurred. The reason for the pressure alarm could not be clarified. The infusion was continued. The bolus of 1ml was given another 13 times. The infusion was stopped and the syringe was extracted. At this time, 25,97ml was infused. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed. During the infusion no abnormalities were found. The reason for the pressure alarm could not be clarified. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complaint description: reason of complaint: during aps round, 841am. Discovered total dosage and log 1 shown discrepancy. Between 10/7/24(1307hr) to 11/7/24(0941): total dosage:24mg a/d:24/30, log 1 given dosage:22.97mg a/d:24/30.